Event description:
It was reported that the wake button was sticking. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported adverse effect to the customer's blood glucose level. The customer will continue to use current pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.